Event description:
It was reported that during a da vinci-assisted left pulmonary lobectomy procedure, the surgeon observed blood dripping from universal surgical manipulator (usm) 3 port site. The system was undocked, and the 12mm port was removed, but the bleeding persisted. Upon observing the port insertion site from inside the thoracic cavity, the surgeon found bone fragments, and it was determined that the bleeding was due to a rib fracture. This fracture occurred while performing adhesiolysis on the caudal side during mediastinal dissection. It was not a complete fracture, but the lower end on the caudal side of the 8th rib was broken, and some fragments were missing. The trocar for usm3 was placed in the left 8th intercostal space, and the 8th rib on the left side was fractured. One of the nurses heard a dull sound, like something breaking. The patient was small, with narrow intercostal spaces, which may have contributed to the issue. Per the surgeon, the patient's ribs were shaped like they were stretched vertically, which may have put an additional burden on the area. The surgeon commented that it was difficult to move usm3 when starting the console, and he checked the remote center and burping. The surgeon used more force than normal to manipulate the usm3. The fracture did not occur during the insertion of the trocar for usm3. The product information of the cannula is unknown. The surgeon decided to convert the procedure to thoracoscopy out of an abundance of caution. There was a small amount of unexpected bleeding, and it had completely stopped after undocking. No blood transfusions were required. The bleeding was resolved via cauterization with an electric scalpel. The bleeding was resolved during the thoracoscopic surgery; the fracture was treated postoperatively, after confirmation by x-ray. There were no postoperative complications. The patient's hospital stay was extended by an extra 3 days due to this event. The follow-up observation showed that the fracture location was in good condition, and there are no concerns for long-term complications, at present. The patient was discharged and is undergoing follow-up observation at the outpatient clinic. Per the surgeon, no malfunctions of an isi system, instrument, or accessory occurred during the procedure.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. Per the surgeon, there were no malfunctions of an isi system, instrument, or accessory during the procedure. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .